Event description:
This patient had double lumen mcghan breast implants placed in 1984. She hs been ill since 1988 with severe fatigue present during her pregnancy. She has joint and muscle stiffness. She has suffered from depression and is taking anatidepressants. She also has memory loss when fatigued. The patient had a bilateral capsulectomy with removal of the implants. Teh implants were opened and there was thick brownish-like debris and thick fluid within the capsule, worse within the right side. The right side saline compartment. The gel components of both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.